Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during a robotic sacrocolpopexy with cystoscopy procedure performed on (B)(6) 2018, for the treatment of prolapse and stress urinary incontinence. The patient experienced incontinence and chronic pelvic pain after the procedure. On (B)(6) 2019, the patient underwent a robotic diagnostic laparoscopy with excision of the right peritoneal mesh, apex sacral colpopexy mesh, and cystoscopy. An umbilical camera port was implanted during the procedure, then two right and left lateral ports. Pelvic surgery at that time only found a little amount of pathology. The patient had a history of sacral colpopexy at that point, therefore, point of tension was reduced at the vaginal apex to remove the apex mesh. A portion of the posterior peritoneal mesh was then removed. The sample was extracted. The exposed peritoneum was then reapproximated with 2-0 vicryl when it became hard to do anterior and posterior repairs due to tissue atrophy and inability to grip tissue. The surgery was finished at that point. Once stabilized, the patient was brought to the recovery area. Normal bladder results and no bladder damage were seen.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant and explant surgeon is: (B)(6), (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.